Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unknown) in cardiac arrest, the device displayed a "defib disabled" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.